Manufacturer narrative:
Additional information added: section e1, late name section h4, device manufacture date section h6, health effect investigation summary: the device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition reported. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A physical sample was not provided for evaluation. The complaint shall be reopened if a sample is received at a later date. During the investigation, a review through the manufacturing process was conducted. All process and controls were found properly followed, including sub-assemblies, finished product assembly and packaging . There were no abnormal conditions found that could trigger the reported condition therefore the exact root cause was not determined. Based on the available information, no action plan is deemed required at this time. The current process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reports: after passing a nasoenteral probe, when removing the guide wire from the probe, the loose plastic tip must be pulled with metal wrapped around the finger. Before the passage, a test was carried out with a guide wire, pulling and replacing the probe without any problem.